Event description:
A home patient's (hp's) spouse contacted baxter's technical services center in order to end therapy because the hp's spouse stated their cat chewed through the patient line, and the patient line was leaking. The technical services representative (tsr) advised the hp's spouse of potential contamination and ended therapy. The hp's nurse later stated that the hp's cat bit through the drain line and not the patient line and that there was no patint injury, or medical intervention associated with this event. The hp's nurse retrained hp's spouse to not allow hp's cat access to homechoice equipment and disposables.